Event description:
A site rep reported that while in an ent case, registration and navigation were good, however, the 2d images were flipped r and l. The settings were adjusted and the case was completed. There was no impact on the pt outcome.

Manufacturer narrative:
The device has not been returned to the MFR. Per the reported event, the settings were adjusted which resolved the issue.